Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at j6/pcb 1. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with operating currents within spec. No unexpected blank display, power loss, replace battery now or power loss alarms noted. Verified the battery tube power connector is properly connected to j7/pcb 1. The pump was received with scratched case, serial number label faded, pillowing keypad overlay, and minor scratched lcd window.

Event description:
It was reported of replace battery now, power loss alarm and blank display. The customer's blood glucose level was 275 mg/dl at the time of the incident. The customer stated that he changed the battery and the pump did not recognize it. The customer reported a blank display. The customer stated that the pump may have fallen on the ground. The product was returned for analysis.

Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.